Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker and lead system had attended a skin cancer hospital where multiple lesions were removed and dressed. No antibiotics were given, and the next night the patient had a fever. After two days, the patient was so unwell with fevers and chills that they were taken by ambulance to the hospital. The patient spent two weeks in the hospital where bacterial septicemia was diagnosed. A positron emission tomography (pet) scan was performed and showed the pacemaker and the device pocket were infected. The patient had also undergone a bilateral hip procedure and those were also thought to be involved in the infection. A magnetic resonance imaging (MRI) scan was performed as well but no results were provided. In the hospital, the patient was started on intravenous antibiotics. It was reported that the c-reactive protein (crp) measurements had decreased significantly and the patient left the hospital against medical advice. The patient did have a home nurse that was tending to the IV antibiotics and infected skin wounds. The patient followed up in the clinic after the hospital stay and the device pocket and incision looked normal. The physician and patient did not want to explant the pacemaker at this time as the patient was feeling well. The patient and family were made aware of the risk of death, and that the patient would likely require antibiotics for the remainder of their life. The original infection was believed to have started with a skin wound on the patient's head from the basal cell carcinoma (bcc) removal. For now, the device and leads remain implanted and in service with a plan to re-check the patient in three months.